Event description:
The customer reported that he was receiving an e315 unsupported scope error on his olympus evis exera iii video system center on two different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended some trouble-shooting options to resolve the issue. However, the customer was busy that day and did not have time. Tac later spoke with the facility¿s biomedical engineer (biomed) concerning the device. Tac again provided trouble-shooting options, but the biomed was not with the unit at the time. Tac opted to email him the IFU and provided specific instructions relating to the reported e315 error code. Several follow-up attempts have been made by olympus personnel, but no response has been received from the customer. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.